Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code recurs. The caller acknowledged and understood the instructions.